Event description:
One endeavor rx drug eluting stent was implanted in the mid lad. Patient was asymptomatic at 30 day follow up. An acute non-stemi is reported to have occurred approximately 4 months following index procedure. It is reported that the patient was admitted with chest pain, mild ccf and stemi. Investigator has indicated that the target lesion was involved and that the event was related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. It is reported that a repeat angiography was performed due to this event. Angiogram showed 90% isr, stented. Patient was taking asa and clopidogrel/ticlopidine 24 hours prior to the event. It is reported that a ptca revascularization of the mid lad was carried out on the same day as the reported mi. Revascularization was reported to be due to restenosis after previous ptca. One stent from another manufacturer was implanted. Investigator indicated that event was related to the study stent. Approximately 6 weeks later, patient required CABG surgery. CABG surgery was carried out at the mid lad. Investigator has indicated that event was related to the study stent.

Manufacturer narrative:
Eval code, results: (myocardial infarction).